Manufacturer narrative:
(B)(4). The customer's device was sent to a third party service agent for evaluation. The third party service agent evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would sometimes have a black screen. Physio was unable to determine if the reported issue was related to the device's display, or if what they experienced was a loss of power. A loss of power could delay or prevent the devices' ability to deliver defibrillation if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would sometimes have a black screen. Physio was unable to determine if the reported issue was related to the device's display, or if what they experienced was a loss of power. A loss of power could delay or prevent the devices' ability to deliver defibrillation if it were necessary. There were no reports of patient use associated with the reported event.